Event description:
At the end of the surgical procedure (kidney transplant) during room clean-up, fluid/moisture was found in the bottom reservoir of the "hush-slush" machine. This indicates potential contamination from a drape perforation used for the purpose of kidney transplantation. The device was discarded by the o.r. (Operating room) staff in the room. There haven't been any problems with this drape prior to the recent events. The pt was placed on antibiotic therapy post-opeatively by the physician. The pt did well initially; however, in 2003 the pt was admitted to the hosp with fever, chills and nausea. Facility will continue to monitor this pt. It is not known if the MFR has been notified of this situation. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.